Event description:
Pt to operating room for lithotripsy, light cord was draped over the patient's leg and burned through the stirrups. The burn did not reach the patient. The patient was not injured. Pt in operating room for lithotripsy-light source was being changed and the light cord was placed over the patient's leg and burned through the stirrups. The burn did not reach the patient. The patient was not injured.